Event description:
It was reported that while inserting the intraocular lens (iol), the cartridge (brand not further specified) cracked and the incision was widened. The lens was not removed. The customer was unable to track the model and lot number of the cartridge, as well as the serial number of the lens and patient identifiers. It was stated that the event occurred 2-3 months back and they would not be able to locate information as it was not documented. It was further stated that they are using sufficient viscoelastic (ovd) but still feeling resistance. No further information was provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.